Event description:
Additional information was received stating incident occurred during routine testing; no patient involvment.

Manufacturer narrative:
One infusion pump was returned for evluation. Visual inspection of the device found it to have damaged lens and a cracked battery compartment. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional sensor testing, and the reported allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was experiencing a cassette latch error. There were no reported adverse events.